Event description:
The spherx deformity pedicle screws reportedly pulled out of bone post-operatively. The initial transforaminal lumbar interbody fusion was performed at l4-l5 on (B)(6) 2013 with posterior construct from l4-s1 bilaterally. Patient was doing very well immediately. Patient then had increasing pain one week post operatively. On (B)(6) 2013, it was discovered that the pedicle bone screws at l4 had pulled out bilaterally. Revision surgery was performed on (B)(6) 2013, in which larger bone screws were placed in the l4 pedicle, construct extended with additional screws to the l3 vertebral body.

Manufacturer narrative:
Discarded by hospital. (B)(4). Review of the radiographs confirm the bone screw pullouts at l4. Revision occurred on (B)(6) 2013, to replace the pedicle screws with larger screws for better bone purchase. No product evaluation can be completed at this time as the implants were discarded by user facility. Though the patient had less than normal bone quality, she was not osteoporotic. The root cause of this reported event has not been determined; however, bone quality may be a contributing factor. Review of labeling notes: warnings cautions and precautions - product labeling indicates "potential risks identified with the user of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."